Event description:
Facility at dr's office states that there is one complete catheter and 1" - 1 1/2" of another catheter in the same sealed package. Facility says they checked the rest of the box and the other catheters seem fine.